Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had hematuria on (B)(6) 2024. On (B)(6) 2024 the patient continued to have dark urine with blood in it and also started having low flow alarms accompanied by fatigue. Intravenous fluids and additional blood pressure medication were administered. An echocardiogram (echo) was performed, and it was noted that the aortic valve was opening with each beat. Lactate dehydrogenase (ldh) level was 354 on (B)(6) 2024, 499 on (B)(6) 2024, and had been in the 417-446 range since then. It was noted that haptoglobin and plasma free hemoglobin tests would be performed. There was concern for thrombus, log files were submitted for review and captured clusters of low flow estimates and a few sustained low flow hazard events when the calculated pulsatility index (pi) was elevated. Mechanical circulatory support (mcs) equipment was operating as expected. It was later reported that a computed tomography (CT) scan and an additional echo was performed. The tests found a patent outflow cannula with mild surrounding fluid, likely seroma. A linear filling defect in the distal right subclavian artery could represent thrombus/sequela of intimal injury or dissection. Additionally, a couple of small eccentric filling defects in the proximal right subclavian artery and distal right brachiocephalic artery were suggestive of thrombus. Bilateral ground-glass and patchy subpleural solid right upper lobe focal opacities likely represented pulmonary edema with or without acute infectious/inflammatory process. Small right greater than left pleural effusions. Stable morphology of the aortic arch suggesting pseudocoarctation. Multichamber cardiac enlargement was also observed. Additional information was provided that the cause of the low flows was determined to be due to hypovolemia, the need for a pump speed increase, and a clot in the ventricle. The patient was administered fluids, the pump speed was increased, and the low flow alarms resolved. The patient's ldh remained in the 400-500's and the patient was discharged home.

Manufacturer narrative:
D1: brand name: corrected. D3: manufacturer information: corrected. D4: catalog number and UDI: corrected. G1: contact office (and manufacturing site for devices): corrected. H6: health effect - clinical code, health effect - impact code, and medical device problem code: corrected. Manufacturer's investigation conclusion: the suspected pump thrombus as well as the clot in the patient¿s ventricle could not be confirmed through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms on (B)(6) 2024; however, the report of further alarms on (B)(6) 2024 could not be confirmed as no data from this date was captured. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account reported that the alarms were caused by hypovolemia, a need for an increase in pump speed, and a ventricular clot. Furthermore, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024. Transient low flow hazard alarms were captured on (B)(6)2024, which were associated with elevated pulsatility index (pi) values. No other notable events were observed. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including pump thrombus, thromboembolism (venous and arterial non-central nervous system (cns)), hemolysis, and bleeding, that may be associated with the use of the heartmate 3 lvas. Section 1 of this document also provides an explanation of pump parameters, including pump flow and pulsatility index (pi). The IFU states that pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 4 of the IFU also provides recommendations on determining the optimal fixed speed that will provide the desired level of cardiac support for each patient. The fixed speed setting is based on changes in ventricular shape and function, and the patient's physiological response to changing pump speeds. The final decision is ultimately dependent on the physician's clinical judgement and will vary from patient to patient. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also lists hypovolemia and thromboembolism as potential late postimplant complications. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.